Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons damaged) was confirmed. Upon investigation the front response button was non-functional. The cause for the failure was damage to the response button switch. The root cause for the damaged switch was excessive force. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that the response buttons on a patient's monitor were not functioning.